Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA on 26 june, 2020. Medwatch report # mw5094992. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe was incompatible with the pump. This was discovered before use. The following information was provided by the initial reporter: material no: unk batch no.: unk. It was reported that the syringe was incompatible with the pump. Event description per email states: "solicited, pt reported that the 60 ml syringe jumped out of the pump and will not stay in pump. Is used to infuse 25 grams of hizentra every week. Unk if pt missed dose. No adverse event reported. Pump is available for return, unknown if syringe is. No further info or dates known." (As far as I know, freedom 60 pump is not a product of bd or subsidiary) -vw". The medwatch reported was received in (B)(4) on 30-jun-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10

Event description:
It was reported that unspecified bd¿ syringe was incompatible with the pump. This was discovered before use. The following information was provided by the initial reporter: material no: unk batch no.: unk. It was reported that the syringe was incompatible with the pump. Event description per email states: "solicited, pt reported that the 60 ml syringe jumped out of the pump and will not stay in pump. Is used to infuse 25 grams of hizentra every week. Unk if pt missed dose. No adverse event reported. Pump is available for return, unknown if syringe is. No further info or dates known." (As far as I know, freedom 60 pump is not a product of bd or subsidiary) -vw" the medwatch reported was received in franklin lakes on (B)(6)-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Event description:
It was reported that unspecified bd¿ syringe was incompatible with the pump. This was discovered before use. The following information was provided by the initial reporter: material no: unk batch no.: unk it was reported that the syringe was incompatible with the pump. Event description per email states: "solicited, pt reported that the 60 ml syringe jumped out of the pump and will not stay in pump. Is used to infuse 25 grams of hizentra every week. Unk if pt missed dose. No adverse event reported. Pump is available for return, unknown if syringe is. No further info or dates known." (As far as I know, freedom 60 pump is not a product of bd or subsidiary) -(B)(6)" the medwatch reported was received in franklin lakes on 30-jun-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.